Event description:
Patient had high bg's when using the pump. The customer was hospitalized for one week and the cause of high bgs could not be found. Troubleshooting was performed and the device passed the self-test within specifications.